Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6)2017. The patient reported that he was transported to the emergency room (ER) due to treating based off a low blood glucose (bg) cgm value of 88 mg/dl. Patient did not perform a finger stick. Patient self-treated with about six (6) sugar tablets. After taking "too many sugar tablets," patient then "over-treated' with insulin, which then resulted in a hypoglycemic event, requiring medical intervention. Patient reported he was unresponsive and unconscious at the time. Patient was in the ER for four (4) hours then discharged after a successful treatment. At the time of contact, patient is normal. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. It was reported that the patient treated themselves based off of cgm values. Labeling indicates: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.